Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed that the gray tips of the hemopro cutting device were separated from the wire. The device was removed from the field and a new hemopro kit was opened to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for serial numbers (B)(4) the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed that the gray tips of the hemopro cutting device were separated from the wire. The device was removed from the field and a new hemopro kit was opened to complete the procedure. The hospital did not report any patient effects.